Event description:
It was reported that the surgeon reamed the acetabulum, starting at a 48 reamer and worked his way to a 53, when he decided to stop. He asked for a 54mm hemispherical cup. When he put the implant into the pt, he felt that the implant was loose. He reamed with a 54 reamer, and seated the 56 cup without further incidence."